Event description:
It was reported that the customer's blood glucose went low to 40 mg/dl. He treated with a glucose shot. It was stated that the customer was taking steroids, causing his blood glucose to go low. Customer stated he wished the alerts and alarms were longer and louder because there had been times where his blood glucose went low and he did not hear the alarms in time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.